Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during the preparation for a percutaneous coronary intervention procedure, stent dislodgement occurred. The veriflex 3.5x12mm stent was removed from the package and as the device was being prepped it was noticed the stent was falling nearly entirely off the delivery balloon. There were no issues noted during unpacking of the device. The device was not used and another of the same was used to complete the procedure. No patient complications were reported.